Manufacturer narrative:
B.7 revised as it was previously entered incorrectly on the initial report that was submitted. E.1 added initial reporter phone number and zip code extension as they were omitted from the initial report that was submitted. E.4 selection was added as it was omitted from the initial report that was submitted. H.6 code e0506 should not have been reported on the initial report that was submitted. The investigation has been completed. No product was returned. Arrhythmia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematoma: the cause of the hematoma cannot be determined since insufficient clinical details were provided. Pump suction: no product was returned. Patient had overnight suction alarms. After the review of logs, multiple suctions were observed. No motor current spike or trend in placement signal was present. The cause of pump suction cannot be determined since insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that there was oozing, hematoma, suction and arrhythmia during impella 5.5 patient support. While on support, oozing and hematoma at the impella site was reported. A new dressing applied. It was noted that the patient continued in atrial fibrillation. One unit of packed red blood cells and albumin were planned. The device was down to p8 due to suction episodes.